Event description:
It was reported the device was in use for infusion and the device gave an "air in line" alarm. The user attempted to troubleshoot the device but could not resume infusion. The infusion set was replaced to continue infusion. No adverse effects reported.